Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the front therapy electrode cable was pulled from the strain relief, damaging the j703 connector on the distribution node pca. The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had exposed wires.